Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon used one 511h trocar. The rep was told a resident attempted to place the trocar in the sub-xyphoid port and experienced unfamiliar resistance. It apparently broke at the handle connection to the obturator. The device was replaced. There was no consequence to the pt.